Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that the touch screen was unresponsive, and that the pump's usb port was bent resulting in difficulties charging the pump. The customer continued to use current pump for insulin therapy. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the touchscreen and insulin gauge issues could not be verified.